Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. In addition, she stated she was unable to open the battery compartment of the same meter to check/replace the battery. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011, at an unknown time in the morning. The patient reportedly manages her diabetes with oral medications (unknown type) and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 30 minutes later, she developed symptoms of 'sweating, faintness, nervousness' and self treated with food/drink also that same morning. At the time of troubleshooting, the cca noted that the correct test strips were being used, the subject meter's battery was already replaced based on the meter's use and specification but the patient could not open the battery cover to check the battery and both issues remained unresolved. Replacement products were sent to the patient. The complaints are being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.